Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the reported issue was confirmed through occlusion testing. The cause of the reported issue was due defective downstream occlusion (dso) sensor. The cracked dso seal was identified from further investigation. As a result, the dso sensor and seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer reported that the pump's cassette was not recognizing. There was no patient involvement. Evaluation of the returned device identified a defective downstream occlusion (dso) sensor. This leads to interruption of therapy while in use.